Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead had impedance measurements greater than 2,000 ohms in all bipolar configurations. The lead was reprogrammed to a unipolar configuration as impedance measurements were within normal limits. No adverse patient effects were reported.